Event description:
It was report to tyco healthcare kendall on 07/21/05 that customer experienced a problem with our sharps disposal system. The customer alleges that a needle pierced the side of the container and as a result, the regulated medical waste removal employee rec'd a contaminated facility needlestick. The facility was aware that a needle was protruding approximately one-eight of an inch through the container and the an employee working with a service tech, taped some cardboard over the area and set the container aside for further investigation. However, prior to initiating the investigation, the waste disposal employee rmeoved the container and rec'd the needlestick.